Event description:
During insertion of a cc4204bf intraocular lens, the lens was damaged as it was being advanced through the delivery system. The damage to the lens was noted after it was implanted. The lens was removed without patient injury. The facility indicated that this was due to the cartridge and not the lens.